Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient [also a physician] experienced pain in the left axilla during the miradry treatment. The pain radiated from the left axilla to elbow 10 days post miradry treatment. No improvement by 65 days post-treatment. A red streak appeared from the left axilla to elbow. Patient went to ER for evaluation and treatment related to the red streak and severe pain. Ultrasound showed "inflammation of the vessels but no blood clot." Nsaids, tylenol 3, and physician therapy were prescribed. The symptoms were diagnosed as phlebitis (inflammation of a vein) and banding. By 72 days post-treatment, the patient's symptoms were improving.